Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced sensor glucose versus blood glucose issues. Customer also states that he is experiencing alarms on insulin pump when he changes his sensor. Customer's blood glucose was 151 mg/dl. After troubleshooting, customer was advised that even though the issue may be his sensor, that his insulin pump would also be replaced. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents test, self test, off no power test, unexpected restart error test, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The insulin pump was tested with a glucose sensor simulator and communicated and functioned properly. No calibration error was noted and the low suspend alarm and low alerts functioned properly. The insulin pump was received with a cracked reservoir tube lip.